Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 2¿, 7¿, 10¿, and 17.5¿ from the pump housing and the distal portion of the dl was returned; however, the underlying wires were not present in the 2¿ to 7¿ segment of the driveline. The inflow conduit (inlet tube, flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-19967 also revealed no evidence of depositions or thrombus formations. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 10¿ of the external portion/distal end of the driveline was returned for evaluation an electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Damage to the silicone jacket was observed 2.5¿ from the metal connector. The clear bionate layer appeared unremarkable. Shield breakdown was observed adjacent to and 2.5¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. An additional distal end driveline replacement was performed on (B)(6) 2018 and approximately 18.5¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket, clear bionate, and metal braided shield layers appeared unremarkable. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The driveline from the returned pump was continuity tested and all wires were found to be electrically intact. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed adjacent to the pump housing. Breaches in the brown and orange wires were observed at the nipple of the pump housing. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. The system also had the potential for an electrical short to occur on battery power and cause an interruption in pump function if the exposed conductors of both compromised wires made simultaneous contact with the braided shield. Incidental findings: silicone jacket damage was observed on the 10" external portion/distal end of the driveline that was evaluated during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate ii IFU section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿1 year & 5 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient experienced multiple pump stops. These type of events have been linked to potential issues with the percutaneous lead. The x-rays of the perc lead showed an area of concern on the distal end. On (B)(6) 2019 tech services was onsite for a driveline repair; approximately half of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms returned later in the evening. Another repair attempt was made (B)(6) 2019, the perc lead replacement performed per op (B)(4) approximately 4 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. It was communicated under patient product that the (B)(4) was exchanged to (B)(4) on (B)(6) 2019. Additional information was requested but not provided.